Event description:
Device 1 of 2. Reference MFR report #: 1627487-2013-05009. It was reported, the pt has not received coverage like she did during her trial period. Reprogramming attempts have been unsuccessful. It was also reported, the pt experiences pain at the ipg site. The pain also radiates through her hip and back. The pt plans to be reprogrammed before moving forward with the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.